Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was noted that the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was beyond the expected upper range. Oversensing due to non-physiologic signals/sensing integrity counter was observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds with exit block, increasing and high impedance, many short v-v intervals, and a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.